Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had high blood glucose value. Customer's blood glucose value was 516mg/dl. Customer stated that she gave her insulin outside of the pump for her high. Customer declined to troubleshoot for high blood glucose value. Customer stated that there was no delivery alarm as well which was then resolved by prime.